Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the internal pneumatic tube was loose at the rear of the auxiliary oxygen flowmeter. The tubing was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the auxiliary o2 outlet to flow oxygen. There was no report of patient involvement.